Event description:
Procedure type: lap oophorocystectomy. According to the reporter: during surgery, the latch of the sponge broke off outside cavity. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.